Manufacturer narrative:
Additional information received on 26 february 2016 and includes: the surgeon followed the surgical technique for preparing the stem extension to the tibial tray, by using the bushings and reamers for adding a stem extension to the tibial implant. It was the reamer which prepares the tibial for the stem junction which reamed bone from the posterior wall of the tibial canal. The surgeon was not satisfied with the outcome of reaming through the posterior wall of the tibia. He was able to graft the opening with bone before cementing, but feels the stem on the tray is to posterior on the tibial component for stem placement. On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: breach of the posterior tibial wall was probably caused by a rather peculiar patient tibial anatomy that was could not be taken into account during reaming, and therefore reaming orientation was not corrected because of anatomy. No patient harm has occurred and no evidence that a faulty device caused the breach.

Event description:
After the surgeon cut the tibia using an im cut guide set at 3 degrees of posterior slope, he placed the size 3 tibial template on the cut surface. He then pinned it in place, put on the reamer guide and reamed with the tapered reamer. Following that, he inserted the reduction bush for the 11mm reamer which he inserted by hand to the 65 offset line. He then switched out to the larger reduction bush for the 15.5 mm reamer. When he inserted that 15.5 mm reamer on power, it did not easily bottom out, due to the fact that it actually reamed through the posterior wall of the tibia at the junction site. The surgeon then removed the bushing and inserted the keel punch with 11x65 stem extension. When he impacted it, he became concerned because of the difficulty of insertion and fully seating the stem/keel punch. After examining the reamed tibial canal he noticed that he had breached the posterior cortex. Upon removal and inspection, he did not notice any fracture. He packed bone from the resected condyles into the small defect and then proceeded to cement in the implants. Intraoperative carm x-rays were taken to make sure there was no fracture to the bone had occurred and that the stem or cement had not exited posteriorly.

Manufacturer narrative:
On 09 may 2016 it was prepared a final report with the information already submitted in the initial report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.